Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was determined to be one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (B)(6) 2013 at 20:26:42. During night drain cycle five, the patient's ultrafiltration reading was 660ml, indicating the home patient (hp) drained 660ml more than their maximum programmed fill volume of 1000ml. No additional information is available.